Manufacturer narrative:
Additional information has been requested regarding this event; however, no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was in the hospital and a 12-lead electrocardiogram was done which exhibited a message of "suspect unspecified pacemaker error". The physician was unsure of what the error was; therefore, a field representative was contacted to check the device. No adverse patient effects were reported. The device remains in service.